Event description:
It was reported that patient underwent a cuff replacement surgery of an artificial urinary sphincter (aus). Patient experienced sub-cuff atrophy. The cuff was not adequately coacting the urethra. The physician removed the existing cuff and put in a new cuff. Rep states patient is doing fine. Additional information was requested and it was confirmed that the cuff was not defective, it was just not completely closing the urethra.